Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leakage from an unspecified location. This issue was discovered prior to patient use. The device was filled with flucloxacillin 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leakage from an unspecified location. This issue was discovered prior to patient use. The device was filled with flucloxacillin 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: upon receipt of additional information, the reported leak was found to be a compounding related issue. Therefore, this is no longer a device related issue. A device analysis will not be performed as the large volume infusor is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.